Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed that the fiber was in one piece and the tip of the fiber was degraded. During functional testing, the aiming beam exiting the fiber tip was very dim. In addition, it was observed that distorted light was exiting the fiber connector component face, indicative of an internal fracture within the connector. A fracture within the connector component can occur during procedural handling of the fiber. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The device instructions for use instruct the user to hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that, during a procedure, the fiber was being used at 0.6 joules and 80 hz and stopped working after multiple minutes. The fiber tried to be used again after 1 minute of waiting; however, it did not work. The procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified an internal connector fracture.